Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. This was discovered after use. The following information was provided by the initial reporter: nurses at a out-patient clinic used veneflon pro safety on several patients. After the catheter was placed correct in the patients veins, they used the white plug from the veneflon pro safety catheter and placed it at the end of the catheter. A moment later they noticed a leakage from the white plug even though it was correct placed on the catheter. They then replaced the white plug with a different universal plug, and then the leakage stopped. The nurses have used the same product for a long time but never experienced this error before. The catheter worked fine using a different plug after. Several nurses experienced the same error with the product.

Manufacturer narrative:
H.6. Investigation: three representative samples and four used samples were received by our quality team for evaluation. The three representative samples were subjected to visual inspection, end cap leakage test and end cap cone measurement and passed the visual inspection and end cap leakage test. The end cap cone measurement was observed to bigger; therefore, the incident could be verified by the representative samples. As the four actual samples were used samples, samples were subjected to decontamination. However, as the samples cannot be effectively decontaminated, no further test was performed due to safety reasons. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the probable root cause of the reported defect / condition could be due to the larger dimension of the end cap luer cone. The bigger diameter could be due to wear and tear of the mold insert. This resulted in a bulge at the end cap cone and could have prevented the end cap from slipping onto the luer of the cannula hub properly. Due to the bulge, the user may feel that the end cap is already tightened properly and hence resulted in the cap being loose and eventually causing the leakage.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. This was discovered after use. The following information was provided by the initial reporter: nurses at a out-patient clinic used veneflon pro safety on several patients. After the catheter was placed correct in the patients veins, they used the white plug from the veneflon pro safety catheter and placed it at the end of the catheter. A moment later they noticed a leakage from the white plug even though it was correct placed on the catheter. They then replaced the white plug with a different universal plug, and then the leakage stopped. The nurses have used the same product for a long time but never experienced this error before. The catheter worked fine using a different plug after. Several nurses experienced the same error with the product.